Manufacturer narrative:
Philips service planned hdd replacement and documented partial resolution. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was not booting up, asking for a system disk on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.